Event description:
It was reported that a patient underwent an exploratory laparoscopy on (B)(6) 2013 and a barbed suture was used. When the surgeon pulled the suture to close the fascia, the fixation tab broke off. The procedure was completed with a different suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.